Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to the patient via l-p shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2021, the patient visited the outpatient clinic and tried to change the pressure at that time, but the pressure could not be changed. Valve reversal was suspected, but there was no reversal. The valve was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation. Device history record (DHR) - the product code 828806 with lot 5255519 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The position of the cam when valve was received was at setting 3. The valve was hydrated per internal process. The valve passed the test for programming, occlusion, leakage, reflux, siphon guard and pressure. At the time of investigation, the valve was functioning. Complaint will be closed as 'could not duplicate reported incident'. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer ("pressure could not be changed") could be due to biological debris and protein build up interfering with the valve mechanism. But, at the time of investigation, no pressure or programming difficulties were noted.

Event description:
N/a.